Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("sharp pain sliced through her pelvis/ chronic pelvic pain/sharp intermittent pelvic pain - lower middle") and cervical dysplasia ("leep (loop electrosurgical excision procedure) for cervical dysplasia") in a 28-year-old female patient who had essure (batch no. 826629- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included herpes genitalis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vulvovaginal mycotic infection ("yeast infections"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), spinal pain ("sharp pain sliced through back bone"), abdominal pain upper ("sharp pain sliced through stomach below"), abdominal distension ("constantly bloated when she had period"), dysmenorrhoea ("cramping when she had period"), weight increased ("weight gain") and alopecia ("hair loss"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rash on legs, thigh"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("pain: vagina"), headache ("pain: headaches"), pain in extremity ("pain: legs"), abdominal pain lower ("burning pain in lower abdomen") and cervical dysplasia (seriousness criterion medically significant). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure)and surgery (on (B)(6) 2016, she underwent leep (loop electrosurgical excision procedure)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vulvovaginal mycotic infection, rash, vaginal discharge, weight increased, abdominal pain lower and cervical dysplasia outcome was unknown, the pelvic pain and dysmenorrhoea had not resolved, the spinal pain, abdominal pain upper and abdominal distension had not resolved and the alopecia, vulvovaginal pain, headache and pain in extremity had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, dysmenorrhoea and spinal pain with essure. The reporter considered abdominal pain lower, alopecia, cervical dysplasia, fallopian tube perforation, headache, pain in extremity, pelvic pain, rash, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Discrepant information in date of insertion-(B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; in (B)(6) 2012: total bilateral occlusion. Surgical pathology report: pathology diagnosis: left fallopian tube and essure coil, left salpingectomy-benign fallopian tube tissue and metallic essure coil present. Right fallopian tube and essure coil, right salpingectomy-benign fallopian tube tissue and metallic essure coil pieces (x2) present. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, rash, vaginal discharge, abdominal pain." Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("sharp pain sliced through her pelvis/ chronic pelvic pain/sharp intermittent pelvic pain - lower middle") and cervical dysplasia ("leep (loop electrosurgical excision procedure) for cervical dysplasia") in a 28-year-old female patient who had essure (batch no. 826629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included herpes genitalis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vulvovaginal mycotic infection ("yeast infections"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), spinal pain ("sharp pain sliced through back bone"), abdominal pain upper ("sharp pain sliced through stomach below"), abdominal distension ("constantly bloated when she had period"), dysmenorrhoea ("cramping when she had period"), weight increased ("weight gain") and alopecia ("hair loss"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("rash on legs, thigh"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("pain: vagina"), headache ("pain: headaches"), pain in extremity ("pain: legs"), abdominal pain lower ("burning pain in lower abdomen") and cervical dysplasia (seriousness criterion medically significant). The patient was treated with surgery (she underwent bilateral salpingectomy to remove the essure.),and surgery (on (B)(6) 2016, she underwent leep (loop electrosurgical excision procedure)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vulvovaginal mycotic infection, rash, vaginal discharge, weight increased, abdominal pain lower and cervical dysplasia outcome was unknown, the pelvic pain and dysmenorrhoea had not resolved, the spinal pain, abdominal pain upper and abdominal distension had not resolved and the alopecia, vulvovaginal pain, headache and pain in extremity had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, dysmenorrhoea and spinal pain with essure. The reporter considered abdominal pain lower, alopecia, cervical dysplasia, fallopian tube perforation, headache, pain in extremity, pelvic pain, rash, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Discrepant information in date of insertion-(B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2011: total bilateral occlusion; in march 2012: total bilateral occlusion surgical pathology report: pathology diagnosis: left fallopian tube and essure coil, left salpingectomy-benign fallopian tube tissue and metallic essure coil present. Right fallopian tube and essure coil, right salpingectomy-benign fallopian tube tissue and metallic essure coil pieces (x2) present. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, rash, vaginal discharge, abdominal pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 28 year old patient. Her demographic was updated. Her concurrent condition was added. Lab data was added. Essure indication was added. Essure lot number was added. Per pfs following events: perforation (fallopian tube(s), yeast infections, rash on legs, thigh, vaginal discharge, weight gain, hair loss, pain: vagina, pain: headaches, pain: legs, burning pain in lower abdomen and leep (loop electrosurgical excision procedure) for cervical dysplasia were added. She had recovered from events: alopecia, pain in the vagina and legs and headaches. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pain sliced through her pelvis/ chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), spinal pain ("sharp pain sliced through back bone"), abdominal pain upper ("sharp pain sliced through stomach below"), abdominal distension ("constantly bloated when she had period") and dysmenorrhoea ("cramping when she had period"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had not resolved and the spinal pain, abdominal pain upper, abdominal distension and dysmenorrhoea had not resolved. The reporter considered pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, dysmenorrhoea and spinal pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). (B)(4). Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.